Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new bag of tacrolimus (1.56mg in 250 ml of ns) was started by day shift rn on (B)(6) 2018 at 1937 to infuse at 10.4 ml/hr. The bag was empty at 0330 on (B)(6) 2018, and the pump screen indicated that only 91.18 ml had infused. No patient harm was reported.